Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with continuous glucose monitor readings up to 363 mg/dl, confirmed by glucometer at 366 mg/dl, following a full supply change on an ilet system using an inset infusion set and dexcom g7 continuous glucose monitor (cgm). An occlusion alarm occurred and the user observed saturation at the infusion site, and after an initial site change the blood glucose did not decrease, prompting additional troubleshooting and another guided site change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow consistent with an occlusion and deformation-related problems associated with the connector/coupler component of the infusion system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.